Event description:
The pt received the scs system on (B)(6) 2008. It was reported the pt was not able to charge her ipg for approximately one month. It was also reported that communication with the pt programmer can no longer be established. A replacement charging system did not resolve the issue. The manufacturer has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.